Event description:
It was reported that revision surgery was performed due to periprosthetic insufficiency and fracture.

Event description:
Customer states that he was hospitalized for hyperglycemia. Customer stated that he obtained a reading of 190 mg/dl on his aviva meter, but was experiencing blurred vision and loss of balance - symptoms of hyperglycemia. Customer was taken to the hospital by a friend and arrived there about 25 minutes after the reading of 190 mg/dl. Customer states that his blood glucose reading was 600 mg/dl on the hospital meter. Customer received treatment at the hospital, but did not recall what he received for treatment. Customer was treated in the hospital over 12 days and released. There was no delay in treatment due to the aviva meter reading of 190 mg/dl. Requested return of suspect device and replacement was sent.